Manufacturer narrative:
(B)(4).

Event description:
Trial patient's father contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. The trial patient's father did not report any injury or medical intervention.